Event description:
At the conclusion of the procedure, a 6f angioseal device was used. Pulsatile blood return was present from the angioseal sheath, the inner dilator was removed, and the footplate/vascular plug was inserted into the device until the first click was heard and then the second click was performed while keeping the device in stable position. Device deployed per standard IFU guidelines; however, string did not release as normal in order to tamponade the plug and cut the string. Thus, the footplate was in the rcfa (right coronary femoral artery) with good 2+pulses in the dp (doralis pedis artery) and pt (posterior tibial artery), but could not be removed to cut the string. Also, no hematoma or oozing around the device. Us (ultrasound) of artery showed footplate secure against arteriotomy with minimal plaque. Vascular surgery on call resident was contacted and mutual decisions was made for emergent exploration and device removal. Device was deployed by vascular surgery.